Manufacturer narrative:
Initial reporter: address unavailable. Bd baltimore address used. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device lot #: 0277751 was reported, however, this is not a lot# manufactured for this product #.

Event description:
It was reported while testing for sars cov-2 contamination was observed. There was no indication that results were reported out and there was no report of patient impact. (B)(4).

Manufacturer narrative:
This MDR should be considered cancelled. The precipitate observed by the laboratory personnel was determined to be a known ingredient in some extraction reagent and was therefore not contamination.

Event description:
It was reported while testing for sars cov-2 contamination was observed. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4).